Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the centrimag motor could not be recognized by the system. The site communicated that the motor could not operate above 4500 rotations per minute and warm to the touch.

Manufacturer narrative:
Section g9: the initial report was sent with an incorrect first MFR number (2916596). The correct number is 3003306248. Manufacturer's investigation conclusion: the device history records were reviewed for the centrimag motor (serial #: (B)(6) ) and the motor was found to pass all manufacturing and qa specifications. The reported event of the motor not being recognized by the system and being warm to the touch was not confirmed; however, the reported event of the motor not operating above 4500 rpm was confirmed. The centrimag motor (serial #: (B)(6) ) was returned for analysis to the product performance engineering (ppe) group. A resistance test was performed on the motor cable and open connections were found in two lines. An insulation test was performed on the motor cable and a short to shield was identified. The motor was forwarded to the service depot for analysis. The motor was evaluated and tested. The reported event was able to be duplicated and verified. The motor was connected to a test console and flow probe. The motor was never hot as reported; however, the motor was not able to reach the speed of 5000 rpm, as required per process. The max speed only reached 4500 rpm. The motor will subsequently be scrapped. The root cause for the reported event was conclusively determined to be due to the damage to the motor cable. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.